Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The reported event may have been caused by a failure due to unexpected stress on the camera cable unit. In addition, the camera cable unit may have been stressed by the customer's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Oaz inspected the device and confirmed the following; the reported phenomenon was reproduced. There were multiple cracks in the video connector. The camera head¿s main body and camera cable were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed. There was no report of patient injury associated with the event. The user facility did not provide other detailed information. And olympus engineer inspected the device and duplicated that the reported phenomenon.